Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and indicated the issue was with the electronic signal sensitivities during sample processing. The fse replaced the power supplies and the micro step control board to resolve the issue. The performed cleaning and verified analyzer resumed to normal operation. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining low patient results with a ¿g¿ flag on multiple chemistries including alkaline phosphatase (alp), alanine aminotransferase (alt), albumin (alb), sodium (na), potassium (k) and chloride (cl) involving their dxc 700 au clinical chemistry analyzer. The customer repeated the sample and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for one (1) patient.